Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the surgeon used and fired the device without incident. On removal of the stapler following firing, the surgeon noted excessive bleeding and non-formation of the staple line. The surgeon used sutures to secure the open staple line. The procedure was prolonged 60 minutes. Additional information has been requested.